Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that a patient¿s ins died and they can¿t charge the implant because the ins recharger (insr) was not charging. The patient said the green light is on the desktop charger and the connector pin did not seem loose or bent. The insr was reported as being frozen and beeping, unresponsive. The patient hit the reset button on the insr and saw the medtronic splash screen and then reported the issue resolved. The patient was also unable to charge their ins and had not charged for about a month. The patient talked to a manufacturer representative and told them they could not recharge. The patient tried holding the green and black buttons, but still was unable to charge. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.